Event description:
This device and event were also reported under MFR report: 1627487-2015-23115, on (B)(6) 2015. It was reported the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported diagnostic testing indicated invalid impedance readings for multiple lead contacts. Reprogramming was initially able to provide effective stimulation coverage, however, additional diagnostic testing indicated further invalid impedance readings. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.